Event description:
A test subject filed a complaint with the insurance co who provided the oral fluid collection device. The test subject claims that they had a reaction to the use of the device. The event took place in foreign country. At this time that is all the info co has regarding the event.

Event description:
On 10/2000, a pt test subject provided an oral fluid sample for insurance purposes. A medical doctor adminstered the sample collection. The dr. Placed the collection pad of the device between the lower cheek and gum. The dr. Rubbed the pad back and forth until it was moist. The pad was left stationary in the mouth for 2-3 minutes. Then the dr. Removed the pad and placed it into the specimen vial. The next day, 10/2000, the test subject felt sick and sought medical attention. The test subject reported the complaint of a sore throat to the insurance company in 01/2001. The insurance company notified the MFR in 04/2001. The test subject dropped the complaint because pt did not have evidence to support their claim.